Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device had not been helping them since they were knocked down by a large dog in (B)(6) 2018. It was noted that they were experiencing a loss of control, and the implanted device was not doing its job. It was recommended that they follow up with their healthcare provider to have the unit checked. No further patient complications are anticipated or expected as a result of this event.